Manufacturer narrative:
H4: additional information. Manufacturer's investigation conclusion: the reported of a centrimag motor not being able to reach set speed (set speed not reached:m5 alert) was confirmed through the analysis of a data log file retrieved from the returned centrimag 2nd gen primary console associated with this event. The returned centrimag motor was evaluated and tested by the service depot under work order (B)(4). The reported complaint could not be duplicated nor verified during their evaluation. The returned motor was tested with the 2nd gen primary console and flow probe associated with this complaint. The motor did not produce any alarms nor any other issues. Inspection of the motor's cable did not reveal any issues nor did resistance or insulation testing. Full functional checkout was performed and the motor passed all tests. The returned motor functioned as intended during the investigation. As a result, the root cause of the reported event could not be conclusively determined. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was also reported against the console under MFR. Report # 2916596-2019-05222. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported there was an error message stating the system was unable to reach speed. It was reported that there was suspicion the centrimag motor may fail so necessary equipment was gathered to change to the backup system. A few minutes later the motor failed with an audible alarm and a red error message. The motor and console were exchanged in about 1 minute without incident. No further information was provided.